Event description:
Successful insertion of saf-t-intima catheter with good blood return. When they attempted to remove the needle, the stylet separated from the stylet puller.

Manufacturer narrative:
Add'l info has been requested and is not available from the customer. Upon completion of the investigation, a supplemental report will be submitted.